Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Customer declined receiving a replacement pump and continued using the pump for insulin therapy.

Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
Updated b5 and d9, removed code b13, added code b17